Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error after a bolus. The customer's blood glucose reading was 417 mg/dl at the time of incident. Troubleshooting found that the displacement test and the self test were successful and was advised to monitor the pump and call back if necessary.